Event description:
It was reported that the atrial lead had high impedance and noise was seen on the patient's electrogram. It was also reported that a lead fracture was suspected. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional information is received, a supplemental report will be submitted. Product event summary: performance data collected regarding the lead was received and analyzed. Analysis revealed two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2013. Weekly pace trend data showed an abrupt increase for maximum atrial bipolar pacing impedance equal to 589 ohms to 4047 ohms peak between (B)(6) 2013. Concomitant product: 6947, implantable defib lead, (B)(6) 2009. (B)(4).